Event description:
It was reported that one part of the stent was not ¿deployed correctly at the vessel¿ during the stent assisted coil- embolization. The physician unsuccessfully attempted to post-dilate the stent with a balloon catheter. Upon removal of the balloon catheter, the stent was also removed from the patient¿s body. The procedure was stopped. There was no clinical consequence to the patient due to the reported event.

Event description:
It was reported that one part of the stent was not ¿deployed correctly at the vessel¿ during the stent assisted coil- embolization. The physician unsuccessfully attempted to post-dilate the stent with a balloon catheter. Upon removal of the balloon catheter, the stent was also removed from the patient¿s body. The procedure was stopped. There was no clinical consequence to the patient due to the reported event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. The investigation concluded that it is probable that the presence of the previously placed coils may have caused that the subject stent did not open completely. It is probable that the balloon which was introduced was damaged by the stent causing the stent to get caught and subsequently being removed along with the balloon. Based on the information provided it was determined that the most probable cause for the reported issue was procedural factors limiting the performance of the device. Therefore, it was determined that the reported event was related to operational context.